Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device delivered scissored clips. It is unknown how the case was completed or if there was any patient consequence.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received in good visual condition with a clip in the jaws; the clip was removed in order to measure jaws width. A bag with two scissored clips and one unformed clip were returned along with the instrument. During analysis, the device was cycled and the jaws were found to be misaligned; also the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. The lockout mechanism was broken during analysis and the misaligned jaw was confirmed. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident; however, it is known from the history that the misaligned condition of the jaws causes the formation of scissored clips. Possible causes for the found condition may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.